Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ladg procedure, when the surgeon fired the device, there was slight tension was applied to the tissue. The surgeon said the tissue was not thick. Then the surgeon pulled the black return knob back, opened the jaws and checked the staple line, however the last quarter of staples were u-formed and the staple line was incomplete. The surgeon additionally resected duodenum and the changed the procedure to roux-en-y reconstruction. No reinforcement material was used. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved by the physician. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1 cm cut line indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further at tempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Oozing bleeding occurred as a result of the issue which was stopped by the bipolar.